Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received information via their device tracking system that a pump exchange had taken place on (B)(6) 2012. The manufacturer received additional information advising that the pt had a syncope episode while at home. Upon admission to the hospital, the echo cardiogram (echo) reflected a decrease in flow and thrombus was suspected. A decision was made to exchange the lvad pump for another lvad pump.